Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose readings after dinner over several days following initiation of a replacement device, and was advised that the system may require at least two weeks to adapt. Symptoms included hyperglycemia with reported glucose values in the low-to-mid 200s and a lower value at the time of the call. Outcomes included no injury, no hospitalization, and no medical intervention beyond troubleshooting and education. Investigation included customer interview and device use troubleshooting. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue, with the event attributed to the adaptation period and user-specific glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.